Manufacturer narrative:
Analysis of extension model 37085-60 sn: (B)(4) found the lead was stretched and the epoxy was broken between the #3 and #4 connectors. One of the two sets of setscrew marks on the #0 connector was too proximal indicating the extension was not fully inserted into the implantable neurostimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable neurostimulator (ins) showed the elective replacement indicator (eri). During the ins replacement, the physician noticed the housing on the end of the right extension (that plugs into the ins header) was damaged. The doctor checked the previous exam notes and it was noted that the extension looked like that at the last ins change. Therefore, the physician continued with the surgery and connected the extension to the new ins and closed. After the surgery, impedances were measured and found to be >40000 ohms on the right side. A replacement surgery was performed to replace the extension. To ensure no damage to the other extension while tunneling, both extensions were replaced. There were no patient symptoms or complications associated with the event. The issue was resolved and the patient was receiving effective therapy following replacement.

Manufacturer narrative:
Concomitant products: product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.